Manufacturer narrative:
(B)(4)

Event description:
The catheter could not be removed from the patient and electrocautery was used to remove the catheter. Further information has been requested and not yet received.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the catheter deflected when actuating the steering mechanism, but no longer deflected in the correct shape according to specifications, due to a kink in the shaft. The kink in the shaft is also consistent with the reported withdrawal difficulty. No further damage or other visual anomalies were noted. The catheter shaft outer diameter measurement was consistent with specifications. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the shaft damage is consistent with damage during use.